Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a clearlink y-type blood/solution set leaked during a blood transfusion. Approximately 1.5 hours into the transfusion, a nurse noticed the filter chamber was completely full when it hadn't been previously, and blood appeared to be leaking down the side of the filter chamber. This event involved a patient with no patient consequences. The patient was an (B)(6) year old non-hispanic white male. No additional information is available.